Event description:
The customer stated that she is using apidra and it does not say it is compatible with the insulin pump. She felt the insulin she is using might be the issue. The blood glucose reading at the time of the event was 494 mg/dl. During troubleshooting, the drive support cap appeared normal, insulin exited during a manual prime, there was no leak, and basal rates were correct. The customer stated there she has not received any errors or alarms on the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.